Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, healthcare professional (hcp), and a manufacturer representative (rep) regarding a patient who was receiving 5000 mcg/ml fentanyl at 900 mcg/day via an implantable pump for non-malignant pain. It was reported that the patient heard the pump critically alarming on (B)(6) 2018. The pump was interrogated and multiple motor stalls and recoveries were noted along with a stopped pump may exceed tube set message. The patient had not recently had an MRI. The most recent motor stall recovery was noted to be on (B)(6) 2018. It was stated the hcp had ordered a thoracic MRI with contrast. The patient experienced "really bad" and excruciating pain and though the patient may be going through withdrawal. Additionally, the patient was feeling very sick. No external, environmental, or patient factors were noted to have contributed to the issue. The pump was turned completely off on (B)(6) 2018 so there would be no potential withdrawals or overdoses as the patient was being given oral medication until replacement. The issue was unresolved and replacement was scheduled for (B)(6) 2018. The patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
Analysis of the implantable pump (B)(4) identified wear on the motor o-ring for gear number three. If information is provided in the future, a supplemental report will be issued.